Event description:
The radiologist attempted arteriotomy closure using a prostar xl 8fr device. When deploying the device the needles stalled. Needle breakdown was successful. The device was removed and a prostar xl 10fr device was inserted. When deploying the second device the needles stalled and did not present at the hub. Needle backdown was unsuccessful. The pt was anticoagulated with heparin and hemostasis could not be achieved. The pt was taken to surgery for closure and removal of the device. No arterial tear was noted by the vascular surgeon. Field reports indicate against calcified deposits in artery.